Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed: however, the foreign material in the air/water channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air, water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that up/down/left/right angles were not to specification. Additionally, there was play evident in the up/down/left/right angles. In addition to the foreign matter found in the air/water channel, other evaluation findings are as follows: the light cover glasses adhesive and the optical cover glass adhesive were worn; the distal end adhesive was lifting; and the switch condition button was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had an angulation fault during maintenance. There was no delay or report of patient harm. The device was returned, evaluated, and a white contamination, possibly simethicone, was found in the air/water channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.